Manufacturer narrative:
The device was returned and evaluated. Additional findings include; the objective lens and light guide lens had a crack. The label on the scope cover was missing. The nozzle was deformed which resulted in unsmooth air/water supply. Switch one had pinhole and was deformed. The angles were insufficient and had play. There were dents on the insertion tube. The label on the grip was worn. The label on the suction connector was worn. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Scope cover plate had a chip. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported to olympus that the image was blurry on the videoscope. The issue was found during a diagnostic procedure for a gastroscope. This was completed using the same set of equipment. There were no reports of patient harm.

Event description:
The event was found during reprocessing after surgery. There was no delay, nor was the patient under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: b5 a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The event of blurry image was not confirmed therefore, a definitive root cause could not be determined. However, based on the results of the investigation, damage of the objective lens/light guide lens was found. It is likely that the damage created minute gap; subsequently, the suggested event temporarily occurred by influence of the invaded moisture from the gap. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 99. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should any irregularity in the function of the endoscope and/or endoscopic image be observed during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an irregularity¿ on page 97. Olympus will continue to monitor field performance for this device.